Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause or if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly and confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 37 and 48 hours. The pod's needle deployed and the cannula did insert into the skin but the pink slide did not move forward, indicating a needle mechanism failure. When the pod was removed from the infusion site (unspecified), the pod's cannula was found bent.

Manufacturer narrative:
The device was received fully deployed with the expected number of pulses delivered during priming. The needle mechanism was manually reset and redeployed as intended. No damages or defects were observed that would contribute to a needle mechanism failure. The device delivered over 200 pulses, as well as multiple immediate boluses. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.